Event description:
It was reported that this right ventricular (rv) lead exhibited intermittently high threshold outputs, sensing amplitudes of less than 1 millivolt, shock and pacing impedance measurements of 50 percent lower than the prior check. Lead testing data showed signs of dislodgement, but chest x ray imaging did not reveal an obvious dislodgement nor perforation. This rv lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.